Event description:
It was reported that the pumps did not alert that there was a kink in the line and that it basically said that "the infusion was running." There was patient involvement but no harm. Bd later learned through follow up that the event occurred on 15oct2024. There was no harm to the patient and the infusion administration was delayed after initially starting the infusion due to the pump not infusing. The full dose of medication was administered to the patient as ordered after the incident was discovered. Lecanumab was infusing at 282.1ml/hr.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an failure to alarm occlusion - event 1 was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pumps did not alert that there was a kink in the line and that it basically said that "the infusion was running." There was patient involvement but no harm. Bd later learned through follow up that the event occurred on 15oct2024. There was no harm to the patient and the infusion administration was delayed after initially starting the infusion due to the pump not infusing. The full dose of medication was administered to the patient as ordered after the incident was discovered. Lecanumab was infusing at 282.1ml/hr.